Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump and that the batteries lasted only 3 days as opposed to more before. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done for the damage issue and found the location of the damage was at the belt clip rail. Troubleshooting was not done for the short battery lifetime issue. Advised the insulin pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h11 (analysis summary) with this report. Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 3 days per the pump history records. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2025 12:37:00 faster than expected at 5.57 days. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 21:02:01 after more than 7 days at 8.55 days. Battery cycle 6.0 received the low battery alert (104) on (B)(6) 2025 21:34:00 faster than expected at 5.18 days. Customer experienced an unexpected power loss of less than 3 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected and belt clip damage were confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 3 days per the pump history records. Battery cycle 9.0 received the lowbatteryalert (104) on 07/26/2025 12:37:00 faster than expected at 5.57 days. Battery cycle 8.0 received the lowbatteryalert (104) on 07/20/2025 21:02:01 after more than 7 days at 8.55 days. Battery cycle 6.0 received the lowbatteryalert (104) on 07/11/2025 21:34:00 faster than expected at 5.18 days. Customer experienced an unexpected power loss of less than 3 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.